Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post sensed and post paced. It was noted that the rv lead had chronically low amplitude r wave measurements. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).